Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, and keypad overlay peeling. Pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the keypad was defective. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.